Event description:
Caller reported unintended release of the infusion set by the insertion assist device. Caller stated the needle or cannula was not in the patient. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insertion assist device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.